Event description:
It was reported by service report that the controls on the siderails or the footboard do not work. It is unk if there was pt involvement or if there were adverse consequences.

Manufacturer narrative:
Results - footboard connector, siderail pcb board cable.